Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the manufacturer representative was getting no input detected on the camera cart. The monitor was previously working without issue. The input was checked and it was set to display port. The connection did not look loose. She had turned the system on separately and then connected. The representative shut down the system and booted up with them connected, and the issue was resolved.